Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump delivered a bolus of 9.5 units that she did not program. The customer woke up that morning with the insulin pump alarming hi glucose. The customer attempted to clear the alarm, but was not very clear headed at the time, and may have programmed the bolus in question but she did not know. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. Advised the customer to monitor the insulin pump. Nothing further was reported.